Manufacturer narrative:
(B)(4). This report was previously submitted erroneously on december 8, 2023, under manufacturing report number 0001822565-2023-03540. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2024-00009 and 3007963827-2024-00010. D10 medical devices: articular surface medial congruent (mc) right 16 mm height catalog#: 42522100816 lot#: 64616899. Tibia trabecular metal two-peg porous fixed bearing right size e catalog#: 42530007102 lot#: 64611146. All-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 64611146. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee revision approximately two years post implantation due to instability. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code: mechanical (g04) femur. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.